Event description:
It was reported that when using the bd vacutainer® ultratouch¿ push button blood collection set, sleeve leakage occurred on 13 units. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary bd received one video for investigation. Evaluation of the video indicates blood leakage from the np sleeve. A total of 10 retained samples were used for functional tests, and no leakage occurred. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: sleeve leakage. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Manufacturer narrative:
D2b: additional medical device type: fpa e1: initial reporter addr 1: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd vacutainer® ultratouch¿ push button blood collection set, sleeve leakage occurred on 13 units. No adverse impact was reported regarding the patient or user.